Event description:
Same case as: 2184052-2014-00105. It was reported the patient experienced inflammation at the screw implant site post-operatively. L4-s1 was treated using a sequoia instrumentation and competitor peek interbodies. Approximately 14 months later the patient was fused at l4-l5 and l5-s1 but there was inflammation at the sacral screws due to the leverage of the rods. The surgeon decided to perform a removal surgery. There was however difficulty in removing the screws so only the rods and closure tops were removed and the screws were left in the patient. The inflammation was resolved since the rods and set screws were removed, thus no longer pulling on the sacral screws.